Manufacturer narrative:
The reported event of unacceptable high voltage output was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into back up mode. It was also noted that ICD and right ventricular (rv) lead failed to convert the rhythm and patient had to be externally defibrillated. The ICD and rv lead was explanted replaced with new devices. There were no patient consequences.